Manufacturer narrative:
The customer's complaint issue was reported as follows: the physician completed 6 successful passes with the needle. When pulled out of scope the physician had a hard time pushing the stylet out to expel the tissue samples. The physician went in with a bronchialscope and saw in the tube of the lung the tip of the needle. With biopsy forceps the physician went in and successfully retrieved the tip of the needle. No harm to the patient. The procedure was complete. There were no (B)(4) (echo) devices of lot # c883879 in stock at the time of the complaint investigation. Information received indicated the echo device involved in this complaint is not available for evaluation therefore the customers' complaint remains unconfirmed. With the information provided a document based investigation was carried out. Additional information received confirmed the needle when extended out of the sheath was pinched or crimped about half way down the body of the needle extension. No damage to the distal sheath tip was noted by the customer. The customer has provided information that in their opinion the needle bent which caused crimping of the needle and subsequent needle breakage. From the information provided the distal needle extension was kinked/damaged it is possible the distal tip of the needle was also bent which resulted in a needle breakage as the device was used for multiple passes. A possible cause for the needle tip bending may be attributed to individual patient anatomy if the particular area being sampled was a difficult target area to reach. Information concerning the specific lymph node being sampled during this procedure was not received. It is also possible the distal end of the needle and distal needle tip were damaged due to product handling when advancing/removing the device from the endoscope or during sample retrieval. The information provided indicated this device was used successfully for six passes. However, as the echo device involved in this complaint was not returned for evaluation it is not possible to conclusively the state the root cause of this complaint. The complaint information received confirmed the broken distal tip of the needle was successfully retrieved during the same procedure. No adverse effects to the patient were reported as occurring as a result of this incident. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. This includes a visual inspection of the needle tip under magnification for damage. A review of the relevant manufacturing records did not reveal a discrepancy which could have contributed to this distal tip needle breakage/bend. No corrective action is warranted at this time. This event did not impact the patient or user. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this specific incident has been assessed and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. A health risk assessment specific to needle breakage across the ebus product family has been generated and has been determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician completed 6 successful passes with the needle. When pulled out of scope the physician had a hard time pushing the stylet out to expel the tissue samples. The physician went in with a bronchoscope and saw in the tube of the lung the tip of the needle. With biopsy forceps the physician went in and successfully retrieved the tip of the needle. No harm to the patient. The procedure was complete.